Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xt was inserted and while the m knob was applied. The clip was observed to move differently than usual. Therefore, the physician decided to remove the clip. Upon retracting the clip, the clip became stuck at the tip of the steerable guide catheter (sgc). Troubleshooting was performed and the clip was able to be removed. One clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement and difficult to remove cds were not confirmed via returned device analysis. Additionally, the frictional elements was observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported sleeve steering issues was unable to be determined. The reported difficult to remove clip from sgc was due to procedural circumstances (user technique of removal). The observed bent frictional element was likely a cascading event of troubleshooting the reported difficult to remove cds. There is no indication of a product quality issue with respect to manufacture, design, or labeling.